Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip was advanced to the mitral valve and the clip was implanted in a2/p2. After clip deployment, clip movement was noted. When advancing a second clip delivery system (cds), it was noted that the mr increased and the first clip had moved more. The first clip was now partially detached from the posterior leaflet and a leaflet tear was suspected. The second clip was implanted for treatment, reducing mr to 2-3. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported failure to adhere or bond appears to be due to the restrictive posterior leaflet. Additionally, the reported tissue damage was due to partial clip detachment. It should be noted that the reported patient effect of mitral valve injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.